Manufacturer narrative:
This report is based solely on information provided by the customer. The customer reported a minor injury to security consisting of thumb strain resulting in soreness and stiffness while attempting to close the buckle. No injury to the patient was reported. The customer was provided guidance on proper laundering and maintenance of the restraints and advised to replace them, as the restraints had been in use for approximately five years. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states to before each use, check cuff s and straps for cracks, tears, and/or excessive wear or stretch, broken buckles or locks, and/or that hook-and-loop adheres securely as these may allow patient to remove cuff . Discard if device is damaged or if unable to lock. The IFU also provided extra warning to not use this device with someone who has continued highly aggressive or combative behavior, self-destructive behavior, or deemed to be an immediate risk to others or to self. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Customer reported multiple officers ending up with thumb injuries from trying to get the restraints closed. Recommendations on the IFU were followed. What we have found is that the buckle works fine on its own, but once the strap is fed through the buckle, when our officers are attempting to push the buckle closed to lock it, it has become extremely difficult or impossible to get them to actually close and lock into place. What we have seen is due to the pressure required to push the buckles closed, it is causing strain on the thumbs which has created soreness and stiff- ness. No product will be returned.